Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70 serial#: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection due to the ipg. The patient was treated with an intravenous drip antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's location of infection were both at the ipg site and midline incision site. Symptoms of fever and pus were noted. It was also reported that the infection was not device related and the cause was unknown.

Event description:
A report was received that the patient had an infection due to the ipg. The patient was treated with an intravenous drip antibiotics and underwent an explant procedure.